Event description:
Patient developed post op infection and surgeon performed I & d and tibial insert poly exchange on (B)(6) 2009 (ref: 1644408-2009-00457). Infection did not clear up so, the surgeon removed all components (femur, tibial baseplate, tibial insert, patella).